Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing evaluation stated it was possible that too much force was applied to the tip of the instrument causing the tip to break off due to the condition of the tips however due to the measured hardness we have to conclude this as indeterminate. The pins dimensions are conforming. There have been no other complaints from this lot. The product evaluation investigation determined since it is not possible to determine the method of usage or loading on the instrument, this complaint is deemed indeterminate from a design perspective. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed he front star shaped pin was broken off. The instrument shows some signs of mistreatment and dents at the tips. Due to the measured hardness this complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that during a procedure the surgeon was using the 2.4/2.7 va-lcp bending pliers and the star shaped device that locks into the plate snapped off while bending the plate. All of the pieces were retrieved. The plate was not bent over the patient.